Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm and battery failed alarm during the self test. Customer's blood glucose value was 10.4mmol/l. Customer also had issue with volume not changing. Customer stated crack was showing on the battery compartment. Customer stated insulin pump had cosmetic damaged and infusion set, reservoir did not show any signs of damaged. The device will be "return" for analysis.

Manufacturer narrative:
Insulin pump passed functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test alarm or hardware low level failures alarm noted during testing. However, hardware low level failures confirmed in the pump history due to broken trace on keypad assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label. The audio tones volume can be changed effectively.